Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that during the scheduled monthly reboot, the system became stuck at the windows login screen. The field service engineer (fse) observed that the station took more than forty minutes to complete a monthly reboot and that a manual power cycle was occasionally required to exit the delay, while subsequent reboots completed in approximately two minutes. The network cable was inspected for damage, hard drive connections were reseated, and the station was rebooted six times with no delays, averaging approximately two and a quarter minute from reboot initiation to the login screen. The reboot delays were determined to be likely related to windows update processing. No patient harm occurred; however, there was a delay in the medication dispensing workflow during the reboot issue. Station tests good in diagnostics and application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station oncc got stuck in the windows login screen. When rebooting the machine, it took over 45 minutes each time, and eventually user had to press the top power button to shut it down and start over. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.